Event description:
It was reported that during an implant attempt, the physician encountered issues when passing the lead through the introducer. It was also reported that the physician showed frustration primarily due to not being accustomed to the different feel and performance of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.